Event description:
The nurse entered the patient's room and found the 4-way stopcocks cracked and leaking. It appeared as though the patient was not receiving medications due to leak in stopcocks. The patient was not harmed.